Event description:
There were no allegations of patient/user harm. The customer reported that "a battery melted in the back of the reported analyzer, causing it to get hot to the touch." Contact also reported burning smell.

Manufacturer narrative:
Currently it is unknown whether the device may have malfunctioned, as the device was returned and the customer complaint could not be duplicated. It is known that improper insertion of batteries - in any device - may result in overheating, battery leakage, etc., which is stated in the labeling of most battery manufacturers.